Event description:
It was reported that since the patient¿s last implantable neurostimulator (ins) replacement she felt the left side ins shut off and on frequently, several times a week. The patient had perceived intermittent stimulation. When the manufacturer representative interrogated the ins it showed an elective replacement indicator (eri) and a power on reset (por), but the code was not recorded. The impedances were all within normal limits. However, the depletion was still considered premature. The por was successfully cleared and the left side ins was replaced. Upon follow-up, the representative did not know how the patient was doing.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0333616v, implanted: (B)(6) 2003, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# j0331939v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was at normal end of life and telemetry and output were okay.